Event description:
A us distributor reported that a patient was experiencing adjust belt messages and was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged belt and adjust belt messages) was isolated to the electrode belt lead-1 wire being broken. The root cause for broken wires was unable to be identified. There was no adverse event that resulted from the damaged belt.